Event description:
A cgm error 42 was reported by a caller in ireland. There was no adverse impact to the customer¿s blood glucose level, as the issue did not persist. The caller completed a pump reset with guidance from technical support, and the sensor session started successfully without further error.